Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a physical damage. The customer states he had called to replace a belt clip and a battery cap, and mentioned that there was a piece missing from between the reservoir and battery compartment. Customer did not recall significant events leading to the damage. The customer blood glucose level at the time of the incident was 129 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.